Event description:
It was reported that a caucasian female patient, involved in a clinical trials study, underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with multiple sclerosis and is currently being treated. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of (B)(6) commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07558 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Manufacturer¿s reference number: (B)(4) in the initial, report submission due date, g3 date received by manufacturer, and b3 date of event should have been updated according to the postmarket study data.